Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A surgical procedure was performed, during which a fluid loss caused by a hole in the reservoir tubing was noted. The existing device was removed and a new ipp was implanted. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.